Event description:
Biomed received pump module from the labor and delivery dept with a note stating that the nurse programmed a 1000ml bolus of lactated ringers and pitocin and when the pump indicated that the bolus was complete, there was still 400ml left in the bag. The pump was then reprogrammed to have the remaining volume delivered. The biomed tested the pump with the asm software and when he was doing the flow rate test, he got a pump blocked message. Customer stated that no add'l event or pt info is available. There was no pt harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). The affected device has been received for investigation. A follow up report will be submitted once the investigation has been completed.